Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that display was hard to read the area where the bolus amount or active insulin was shown and customer was not sure what the active insulin was showing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments/partial display anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).